Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23640, 2017865-2021-23642. It was reported that a patient presented to the clinic on (B)(6) 2021 after having a syncopal episode. Upon interrogation of the patient's pacemaker, significant lead noise was noted on both the right atrial and right ventricular leads. The patient's system, including the pacemaker, right atrial lead, and right ventricular lead, were made inactive and replaced on (B)(6) 2021. The patient was stable throughout.